Event description:
Customer reported she was in the hospital from (B)(6) to the (B)(6) . Customer stated she was taking two narcotics for knee pains. Customer stated she had large air bubbles in her tubing as well as the reservoir. Customer stated she was throwing up for hours and felt very sick. Blood glucose was over 1025 mg/dl and she blacked out and does not remember anything else from the hospital stay as she woke up two days later. Her son gave her 35 units by injection but it didn't help much. The ambulance was called while her sister called to troubleshoot the insulin pump. Customer will speak with her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.